Event description:
It was reported the pt developed an infection at his scs ipg site, consequently, the pt was hospitalized and his scs system was removed. F/u identified the pt was treated with both oral and intravenous antibiotics and the infection was cleared.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.